Event description:
Boston scientific crm received information that during a change out procedure for normal battery depletion, the right atrial (ra) lead became stuck in the connector block of the device. The physician was able to remove the pin and reuse the lead. No procedure complications and no adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
At this time, the device has not been returned. If additional information should become available to our company, this event would be updated as necessary.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was checked with is-1 lead and the fit was normal, the device tip and ring setblocks were checked with pin gauges that exceeded is-1 specifications and the device setscrews moved freely with no binding. The device header was then examined under high power microscope; the seal plugs and adhesive appeared normal and the seal appeared to be intact. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This pacemaker performed normally throughout analysis, operating as designed.

Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.